Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from france that during an unspecified surgical procedure, it was observed that the craniotome device broke. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
: During subsequent follow-up with the customer additional information was received. The customer reported that the surgery was delayed about 15 to 25 minutes to remove all parts of the craniotome device and to check through x-ray to ensure that no fragments were left in the patient. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that all measurable dimensions met specifications. A visual and dimensional assessment was performed, which determined that excessive force was used, which caused the leg of the dura guard to bend and the foot to fracture. Therefore, the reported condition was confirmed. It appeared that the device was used as a lever. The assignable root cause was determined to be due to excessive force, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.